Manufacturer narrative:
During the device evaluation of the handpiece the manufacturer repair technician noted a loose drive link. A loose drive link can cause or contribute to excessive blade whip symptoms, which can lead to the blade breaking.

Event description:
It was reported that during a surgical procedure at the user facility, a cutting blade broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Reportability awareness date updated to reflect completion of the investigation for the concomitant blade that indicated the handpiece had caused the blade break failure.

Event description:
It was reported that during a surgical procedure at the user facility a cutting blade broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.